Manufacturer narrative:
E1. (B)(6). Investigation summary: bd japan received one (1) sample and attached two (2) photos for investigation. The sample and photos were reviewed and the customer¿s indicated failure mode for foreign matter (fm) was observed. A hair was inside the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes that one (1) tube contained foreign matter. There was no health impact or consequence reported.